Event description:
It was initially reported that several months after the pt underwent revision of the pump she experienced a seroma, fever, pain and redness at the pump pocket. The pt was recently hospitalized with a bad flu virus and she was concerned that severe coughing may have affected the position of the pump. The hcp later reported that the catheter came out and "collected in abdomen and drug continued to run into pocket." Per the hcp, the pump and catheter were explanted. The pt recovered without sequela.

Manufacturer narrative:
Results: used for catheter.